Event description:
It was reported to philips that the system was not switching on. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the host pc was not starting. Upon troubleshooting actions, fse reset the host pc connections and reseated the ram and hard disk. After repairs, the system was returned to use in good working order.